Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stuck guidewire is confirmed but the exact cause remains unknown. One guidewire was returned for evaluation. The distal end of the guidewire was found to be unraveled and elongated. Blood residue and evidence of use was noted on the device. Microscopic inspection of the proximal end of the guidewire did not reveal any apparent damage. Microscopic inspection of the frayed segment revealed the distal weld tip to be present; however, the coil wire was found to be fractured at the joint with the weld tip. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. Based on the information provided, possible contributing factors include retraction against resistance and retraction of the guidewire against the needle bevel. The condition of the introducer needle used in conjunction with the returned guidewire is unknown. Since the guidewire was observed to be frayed at the coil wire, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that "during the insertion procedure of the groshong catheter via the right upper arm for the tpn administration, the introducer needle was accessed the vessel and the guidewire was inserted after blood return could be confirmed. Because the guidewire stopped advancing near the axilla and could not be withdrawn, the guidewire was withdrawn slowly over time, and the stuck guidewire was removed. A large amount of thrombus adhered to the inside and outside of the removed introducer needle. The procedure was completed by reinserting via the left side. There was no reported patient injury."

Event description:
It was reported that "during the insertion procedure of the groshong catheter via the right upper arm for the tpn administration, the introducer needle was accessed the vessel and the guidewire was inserted after blood return could be confirmed. Because the guidewire stopped advancing near the axilla and could not be withdrawn, the guidewire was withdrawn slowly over time, and the stuck guidewire was removed. A large amount of thrombus adhered to the inside and outside of the removed introducer needle. The procedure was completed by reinserting via the left side. There was no reported patient injury."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.